Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. Investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.

Event description:
Additional information was received that the high impedance measurements were detected on the right atrial lead, not the right ventricular (rv) lead. No issues were noted with the rv lead.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) exhibited greater than 2,000 ohms pace impedance. The reason was not yet known. Further troubleshooting was recommended. There were no reported adverse patient effects associated with this clinical observation.